Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer ats 2000 was not holding pressure and there was blood in the field. The velcro was clogged with cotton debris, so the customer was advised to replace the o-rings and cuffs. Add¿l clinical follow-up indicated the cylindrical cuff was applied over a tourniquet sleeve and the leg was of normal size and shape, so there was no difficulty during application. The cuff fit well and was able to be fastened without difficulty or concern. The limb was prepped and exsanguinated per surgeon routine. The cuff was inflated to 350 mm hg following exsanguination and the surgeon noted within a short time that there was an unusual amount of bleeding which was obstructing the surgical area. The cuff was deflated, checked for fit and function, no issues were found, and the leg was re-exsanguinated prior to re-inflation of the cuff. The cuff was reinflated to the initial setting of 350 mm hg and again bleeding was noted to be greater than usual. At this time, the surgeon requested the set pressure be increased to 400 mm hg in an attempt to establish a bloodless field during cementing. The rn stated there were no alarms or any abnormality noted with the function of the ats unit. The surgeon decided to continue the planned procedure using the ats unit even though the rn had offered to exchange with a different unit and bleeding was still evident following set pressure elevation to 400 mm hg. The rn stated the ebl (estimated blood loss) to be approx 700cc which would be considered to be above average ebl for a tkr (total knee replacement) procedure. The rn stated the pt had a very good h&h (hemaglobin and hematocrit) pre-op and was not ordered any blood or fluid replacement in the operating room. As far as she knows the post-op course was wnl (within normal limits).